Event description:
Additional information received reported the patient was scheduled for an exploration.

Manufacturer narrative:
Concomitant medical products: product ID 3387-40, lot# j0104141v, implanted: (B)(6) 2001, product type: lead; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. (B)(4).

Event description:
It was reported at a certain point in the past the patient had been ¿zapped¿ in their chest. It was noted there ended up being corroded wires in their chest.